Event description:
The manufacturer sales representative reported that the device disassembled prior to a procedure at the user facility. There were no adverse consequences related to this event.

Manufacturer narrative:
The reported disassembly was not confirmed, as the product was not returned for evaluation. The event did not involve a product problem indicating a non-conformity or unanticipated hazard. No further action is required at this time. H3 other text : discarded at user facility.

Event description:
The manufacturer sales representative reported that the device disassembled prior to a procedure at the user facility. There were no adverse consequences related to this event.